Event description:
The symbiq pump began infusing nitroglycerin at 11:22am. At approximately 11:33 the pump alarmed with malfunction alarm s321 motor error, subgroup 9, malfunction code: pump bolus overshoot, urgency high, alarm ID: 109, generic arg 1: 814, arg 2: 0 arg 3: 0 arg 4: 0. The alarm was acknowledged and the cassette had to be manually ejected. The infusion was stopped and the pump powered down. I have registered this with the OEM and have returned it for analysis.